Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. Review of the cloud data found multiple bolus records during this period. Comparison of the bolus records to the patient history buffer (phb) data found that the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus was actively delivered by the pod. Review of the phb data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While the system was used in manual mode, the system correctly delivered the user's manual basal program. No evidence of a failure to deliver insulin was observed in the available cloud data. Without log files, it cannot be determined if the controller was frequently shutting off without input from the user. The exact cause of the reported controller shutdowns could not be determined. The cloud data showed that two omnipod 5 app errors, one of error code 05-50034-07951-002 and one of error code 05-35112-03251-002 were generated on (B)(6) 2026. The exact causes of the these app error could not be determined from the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod. The patient reported feeling unwell due to malfunctions to the personal diabetes manager (pdm). The patient was unsure if the pdm alarmed as intended, the patient reported waking up to a blood glucose level of 18 mmol/l (324 mg/dl), and did not wake up to alarms. The patient also reported the controller indicated insulin is being delivered, but bolus was not delivered. Additionally, the patient reported the pdm 'switches itself off randomly', and the patient reported pdm app error starting with 05. The patient self-administered insulin, and went to (B)(6) hospital. The patient's symptoms include fatigue, vomiting, and blurry vision. Follow up is being conducted to verify whether the patient received treatment at the hospital. If additional information is received, a supplemental report will be submitted.